Event description:
The facility reported an infusor pump with "damaged syringe holder". The process step for this event is unknown. However, it is known to have occurred in the "surgery" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "damaged syringe holder"? Was not confirmed in service because the pump was not sent in for evaluation. A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. (B)(4). A service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.